Event description:
The patient presented to the emergency room feeling drowsy and lethargic one day after her pump was refilled with 25 ug/ml prialt with a daily dose of 4.796 ug. The pump was stopped and the patient was admitted to the hospital; she was also diagnosed with a uti. After the pump was stopped the patient became more awake and alert and was sent home 4 days later. The patient's home healthcare aide states that the "hospital thought the pump was leaking and the patient was receiving too much medicine". The patient's pump was restarted before discharge from the hospital and no device troubleshooting was done. The patient was seen 4 days after discharge from the hospital and was doing well and denied any symptoms of pain. The patient has since been admitted to a nursing home for ongoing care as her spouse recently expired.